Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including troubleshooting and stress testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module board, 02 valve, and flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device dispalyed "02 valve fault -2012" and "compressor fault-2001 " messages. Complainant indicated that there was no patient involvement in the reported malfunction.